Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged after pocket closure. Additional information obtained from the field representative reported that when the patient was ready to leave the operating room, it was noted that the patient¿s rate had dropped. A revision was performed and the rv lead was replaced successfully. No additional adverse patient effects were reported.